Event description:
It was reported that a prismaflex st100 set c had an external fluid leakage. The leak was further described as, ¿the matching waste fluid bag of the hemodialysis tube was broken and leaking water¿. This event occurred during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.